Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 08-oct-2024. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots s24065a and s24104.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 19-nov-2024. The customer reported that analyzer s/n (B)(6) produced unexpected potassium (k) patient results with chem8+ cartridge lots h24063 and h24110, and unexpected troponin patient results with ctni cartridge lots s24065a and s24104. Failure analysis did not reproduce either complaint. Analyzer s/n (B)(6) functioned according to specification during testing and produced results that were within the acceptance ranges. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Event description:
On 21-aug-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded descrepant results on a patient. There was no patient information. Method date tested results sample lot# I-stat (B)(6) 2024 12:50 0.6 ng/ml a s24065a I-stat (B)(6) 2024 13:35 0.0 ng/ml b s24065a I-stat (B)(6) 2024 13:57 0.16 ng/ml c s24104 at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the pateint suffered an mi. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. Additional lot# to be investigated: lot# s24104. Mfg date: 13-apr-2024. Expiry date: 12-nov-2024.